Manufacturer narrative:
D4 UDI: (B)(4). One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. The complaint is confirmed. The tidal volume was lower at its tolerances but within specifications, low battery led was lit with the test battery. The most probable cause is the users equipment, the tidal volume was not at half the volume. Main board is faulty causing the low battery led to be consistently lit. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the device delivered "about half the volume that it should be" and the low battery light was on. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.